Manufacturer narrative:
The biomed replaced the flow sensors. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed for 'no inspiratory flow sensor'. There was no report of patient involvement.